Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during pre-mapping, cardiac perforation had occurred due to the aveir leadless pacemaker (lp) and the delivery catheter. Hypotension was noted, and it was discovered that pericardial effusion and cardiac tamponade resulted from the perforation. Pericardiocentesis was required to clear the drainage, and it was elected to complete the procedure using a transvenous pacemaker on (B)(6) 2024. The patient was stable.

Event description:
It was reported that during pre-mapping, cardiac perforation had occurred due to the aveir leadless pacemaker (lp) and the delivery catheter. Hypotension was noted, and it was discovered that pericardial effusion and cardiac tamponade resulted from the perforation. Pericardiocentesis was required to clear the drainage and open heart surgery to suture the right ventricle was performed, and it was elected to complete the procedure using a transvenous pacemaker on (B)(6) 2024. The patient was stable.